Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump alarmed. No further information was provided.